Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 may 2025 a patient presented with grade 4 functional tricuspid regurgitation (tr) and a tethered septal leaflet for a triclip procedure. Reportedly, imaging was difficult. Upon deployment of the triclip xt a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the septal leaflet. The tr grade remained at 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199 no consequences or impact to patient.